Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The ECG strips from the event were evaluated. Review of the strips provided showed that a check patient prompt was issued by the device. The strips show noise and an unknown analysis result which is typically indicative of excessive noise. The investigation of the ECG strips cannot determine the cause of the presented artifact. Based on our investigation of the provided strip chart, the device performed to specification. Analysis of reports of this type has not identified an increase in trend.